Manufacturer narrative:
The device was received by the manufacturer for investigation. According to the quality investigation, the vibration of the blade was due to a worn latch and sagittal back square hole. The device was repaired and returned to the customer.

Event description:
It was reported that during a total knee procedure, while the surgeon was taking a skim cut in soft bone, the tip of the blade vibrated in the vertical plane causing more of the bone to be removed than intended. This did not impact the placement or success of the implant. The procedure was completed with no delay. No intervention or additional treatment was required.